Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected calcium (ca) results were obtained from a non-vitros mas quality control fluid using vitros chemistry products ca slides, lot 0328-0640-3263, on a vitros 5600 integrated system. Mas omni-core, lot 2406, level 1 results of 9.96, 10.16 and 10.53 mg/dl vs. The expected result of 6.13 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ca results were obtained from a quality control fluid and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected calcium (ca) results were obtained from a non-vitros mas quality control fluid using vitros chemistry products ca slides, lot 0328-0640-3263, on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros ca quality control results is suboptimal calibrations. The slope values of the initial calibrations from the day of the event for vitros ca reagent, lot 0328-0640-3263, were abnormally high compared to the release values. After the reagent was recalibrated the parameters of that calibration were determined to be typical. The quality control results processed after the recalibration event were deemed acceptable. The cause of the suboptimal calibrations is likely due to an issue related to the preparation of vitros cal kit 1, lot 0142. The customer confirmed that a fixed pipette was not used when the vitros calibrator kit 1 fluids were reconstituted. Additionally, the customer stated that the operator used an adjustable pipette 3x that was set at 1ml while reconstituting each vial of vitros cal kit 1 rather than using a pipette 1x set at 3ml. The instructions for use for vitros cal kit 1 recommends using either a class a volumetric pipette or an automated pipette due to the sensitivity of the reconstitution process in maintaining the accuracy of the products. Recalibration with freshly prepped calibrator fluids resolved the issue. Historical qc results for vitros ca, lot 0328-0640-3263, were not available as it was a new lot being put into use by the customer. After vitros ca, lot 0328-0640-3263, was recalibrated using properly prepped calibrator fluids, post calibration qc results were within expectations. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ca reagent, lot 0328-0640-3263. Although precision testing was not performed on the vitros 5600 integrated system an instrument related issue is not a likely contributor of the event as vitros ca reagent, lot 0328-0640-3263, yielded acceptable qc results in combination with the vitros 5600 integrated system after a recalibration event without any troubleshooting actions being performed on the instrument.